Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial fibrillation (af) on the right atrial (ra) lead channel, which led to inappropriate anti-tachycardia pacing (atp) and a single shock. Technical services (ts) was consulted, and upon review it was noted that a left ventricular assist device was causing noise. Programming options were discussed. No additional adverse patient effects were reported. This device remains in service.